Event description:
It was reported that the 9600 system would not save images. Also, the interconnect cable was dragging on the ground. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.